Manufacturer narrative:
An adult 8.0 tts¿ tracheostomy tube was returned for investigation; the device was received with another tracheostomy tube. Visual inspection of the returned device connector opening, revealed an oval deformation. The connector of the returned device was further inspected and it was determined that it did not match the manufacturing specification for outer diameter and taper. Investigation was unable to determine the root cause of the connector deformation. (B)(4).

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
During routine transfer of patient from wheelchair to bed ventilator the ventilator circuit and 8.0mm trach connector would not fit together. Mother and friend of patient tried to place an ambu bag on the trach, but it would not fit. A swivel piece was found and forced together to make a seal between the parts. A 7.0mm trach was provided by the respiratory therapist and fit both vent and bag. Patient lost consciousness during the event due to lack of oxygen. Since the event, patient has experienced strain on his heart and experienced migraines. Reportedly, the patient has ptsd from the event, triggered by ventilator beeping. Patient sought medical attention due to the event and has been prescribed lorazepan for the ptsd and will be seeking further medical help for the heart pain.